Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 600 mg/dl. Reportedly, the customer was filling cartridges with cold insulin, was re-filling cartridges, and was not performing the air removal step in the load sequence correctly. A manual insulin injection was administered and a correction bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned